Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose (bg) level was ¿high¿ on cgm, with trace ketones. Customer address elevated bg with a manual dose of insulin via injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.